Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. Additional information received from representative indicated that the high threshold and low amplitude was due to a micro-dislodgment. The lead was repositioned and remains in service. No additional adverse patient effects were reported.